Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the device not returned. Further investigation is not possible without the return of the device.

Event description:
It was reported, during an implant procedure, high impedance greater than 3000 ohms in the v with no capture was observed. However, normal impedance and threshold were observed with the v lead plugged in the atrial port. Consequently, this device was not implanted. No patient complications have been reported as a result of this event.